Manufacturer narrative:
A review of tickets was performed for lots 92275fn00 and 92278fn00. The ticket search determined that there is an elevated complaint activity for these lots for microparticle clumping and microparticle resuspension issues, however complaint activity was normal for potential false elevated results. The complaint trending report identified a trend for microparticle resuspension, but no trends were identified relating to patient results for the product. Return testing was not competed as returns were not available. A product investigation was initiated in relation to the microparticle clumping/resuspension issue for architect anti-hbs. Several complaints report a downward shift in control values which may be observed in conjunction with microparticles adhering to the sides of the bottles, or in the presence of microparticle ring formation. Product labeling advises that if microparticles do not resuspend, customers should not use and should contact their customer service representative. Field data was reviewed to assess the performance of the architect anti-hbs assay. Review of the median patient result for lots 92278fn00 and 92275fn00 demonstrates no upward trend in patient results for these lots. A review of manufacturing documentation did not identify any issues associated with the complaint issue. A review of labeling concluded that the issue is sufficiently addressed. Based on the investigation no systemic issue or deficiency of the architect anti-hbs for lots 92275fn00 and 92278fn00 was identified.

Manufacturer narrative:
No further patient information was provided by the customer. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. This report is being filed on an international product, list number 7c18 that has a similar product distributed in the us, list number 1l82.

Event description:
The customer observed architect anti-hbs magnetic microparticle reagents had black/brown particulates that did not completely mix with lots 92275fn00 and 92278fn00. When the field service representative was onsite, the customer reported a (B)(6) architect anti-hbs result for 1 patient generated with lot 92275fn00. The following data was provided: (B)(6) 2019 sid (B)(6) initial results = (B)(6), repeat with different methodology = (B)(6). No impact to patient management was reported.